Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set adhesive started to peel off a few days after its insertion with no reason event on (B)(6) 2026. No further information available.